Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
There is not enough available information to determine a most likely probable cause of the alleged device fractures. The device history records were reviewed and found conforming to the specifications and mis at the time of manufacture. Pictures of drills were provided, however they do not show the alleged fractures.

Event description:
It is reported that while the surgeon was preparing the screw, the drill bit broke near the cortex. The broken portion was retrieved from the patient and the remainder left in the patient. While the surgeon was drilling the fracture site, two other drill bits broke.